Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt states she has had stimulator turned off for a couple years, due to her chronic pain lessening. Pt states the device will turn back on by itself. For example pt stated device would turn on while in grocery store, and sitting in car. Patient is requesting removal of device. Physician is planning on removal of device per patient request.